Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the emergency room with syncope for an unknown reason. Upon interrogation, the right ventricular (rv) lead exhibited undersensing due to low amplitude measurements. The rv sensitivity was reprogrammed to 1.5 mv from 2 mv and the physician will be consulted for further monitoring. No additional adverse patient effects were reported.

Event description:
A portion of the lead was explanted following the patient's death. There were no allegations against relating to the patient's death. The device was returned and underwent analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory it was noted that only the rate sense terminal leg was returned and was severed at 5.2 cm from terminal pin. Resistance tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics from the returned portion of the lead that would have caused or contributed to the reported clinical observations.